Event description:
Information provided states that patient had m6-c implanted at c5/6 in (B)(6) 2018. Radiographic images revealed bone loss in the c5 and c6 vertebral bodies. The patient underwent removal of the m6-c disc in (B)(6) 2023.

Manufacturer narrative:
Additional information has been requested. The device has been received for evaluation. The build lhr for cdl-635l 3758, acn537 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files revealed no new risks being identified. Rmf 0003 rev 36 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 36 line 12.75 - device explanted.